Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital experiencing cardiac decompensation, shortness of breath. Device interrogation revealed, the left ventricular lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2015. The patient was discharged from the hospital on (B)(6) 2015.